Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (up to 275 mg/dl). The customer changed out the site. A bolus via syringe was administered to address the bg level. As the customer was new to the infusion set application, the contact thought that the infusion set site was the cause of the high bg; however, there was no specific device issue reported.